Event description:
Boston scientific received information that this lead was part of a system revision due to infection and erosion. In the process of extracting the right ventricular (rv) lead, however, the heart wall was perforated. The team of health care professionals (hcp) acted emergently and were able to stabilize the patient. There were no additional adverse effects reported. Additional information obtained from the field representative revealed this lead was explanted. The field representative also noted that the patient is not device dependent. This lead is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.